Event description:
Patient reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Healthcare professional later reported "deflation" and delamination. Device was explanted and replaced with a non-abbvie device.

Event description:
Patient reported "deflation". Later, healthcare professional reported "deflation" and delamination. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation/delamination: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, creases, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.